Manufacturer narrative:
The technician confirmed the reported event and noted that the driveshaft was corroded.

Event description:
It was reported that at the beginning of an extraction procedure, before the device was used on the patient, the core impaction drill was overheating. The procedure was completed successfully using back-up equipment with no delay, no medical intervention, and no adverse consequences reported.